Event description:
It was reported that during a procedure, the unit was self activating without any intervention. Further, it was observed that the hand switch assembly was not tight.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.